Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial # (B)(4), description: linear st lead, 70cm. Model #: sc-2366-50, serial # (B)(4), description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure wherein all of the patient's devices were removed due to reoccurring infections.

Manufacturer narrative:
Additional information was received that the patient's infection was wide spread across their lumbar region and their left buttock in particular.

Event description:
A report was received that the patient underwent an explant procedure wherein all of the patient's devices were removed due to reoccurring infections.